Manufacturer narrative:
The insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.